Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
The customer experienced a "high¿, however, a specific value was not provided. Cause was not known. Reportedly, the customer did not take any action to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.